Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire remains in pt. Device issue: guide wire separation. It was reported that after stenting the lad with a xience v stent, an attempt was made to change out the guide wire, but the distal portion of the bmw guide wire prolapsed and made a loop. As the bmw was being retracted, the loop got stuck in the stent. An attempt was made to pass another company's balloon to try to loosen the guide wire, but it was unsuccessful and the coils started to open, until they were all stripped continued attempts were made to remove the bmw, but it broke, and only the core came out. All of the coils remained inside the pt, coming out of the artery and out to the aorta. Another attempt was made to remove the separated coils by inflating a balloon in the guiding catheter, but nothing else came out. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Similar reports on returned devices usually show that guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling torquing and manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described, however, a definite root cause of the reported issue cannot be determined.